Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the head-end of the 10mm x 40mm x 120cm smart control self-expanding stent (ses) system was half released when removed from the package during the operation. There was no reported patient injury. The head end was not the catheter tip or stent delivery system. The device was stored and handled according to the IFU. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. Additional patient and procedural details were requested but were not available. The device is expected to be returned for analysis.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned and section d9 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
The head-end of the smart control 10mm x 40mm x 120cm self-expanding stent (ses) system was half released when removed from the package during the operation. The head end was not the catheter tip or stent delivery system. The device was stored and handled according to the IFU. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. There was no reported patient injury. The device was returned for analysis. A non-sterile unit of product ¿ses smart control 10x40 120¿ was received coiled inside of a clear plastic bag. The device was unpacked and laid on a tray to perform the evaluation. The stent of the unit was received already fully deployed and expanded. The stent was located loose over the outer member. Two kinked bent conditions located approximately at 7 cm and 119 cm from the distal tip were observed. Apparently, these damages were caused by the packaging, due to the unit was bent to fit inside the plastic bag. The only way to avoid this damage is the use of the original packaging. No anomalies were observed on the stent. No other damages, anomalies or outstanding details were observed on the inspected device. Functional test could not be performed due to the unit was received already fully deployed. A product history record (phr) review of lot 17912626 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events. The reported ¿stent delivery system (sds)-ses ~ deployment difficulty - premature/during prep¿ was not confirmed. The device was received already fully deployment. The exact cause of reported event could not be conclusive determined. However, procedural and or handling factors such as the user¿s interaction with the device during device preparation might have contributed to the reported event. According to the instructions for use (IFU) ¿preparation of stent delivery system: caution: the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions below. Close the tuohy borst valve prior to removing the device from the tray. Open the outer box to reveal the pouch containing the stent and delivery system. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a grey background is clearly visible. See warnings section. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and remove the tray. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. While in the tray, attach a stopcock to the y connection on the tuohy borst valve. Attach a 5-cc syringe filled with heparinized saline to the open stopcock and apply positive pressure until saline weeps from the proximal end of the tuohy borst valve. Lock the tuohy borst valve. Close the stopcock attached to the tuohy borst y connection. Extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. If a gap between the catheter tip and outer sheath tip exists, open the tuohy borst valve and gently pull the inner shaft in a proximal direction until the gap is closed. Lock the tuohy borst valve after the adjustment by rotating the proximal valve end in a clockwise direction. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
<P>change to the previously provided conclusion with the IFU statement used:</p><p class="" style="text-align: justify;">the head-end of the smart control 10mm x 40mm x 120cm self-expanding stent (ses) system was half released when removed from the package during the operation. The head end was not the catheter tip or stent delivery system.&nbsp; the device was stored and handled according to the IFU.&nbsp; the temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. There was no reported patient injury. </p><p class="" style="text-align: justify;">&nbsp;</p><p class="" style="text-align: justify;">the device was returned for analysis. A non-sterile unit of product ¿ses smart control 10x40 120¿ was received coiled inside of a clear plastic bag. The device was unpacked and laid on a tray to perform the evaluation. The stent of the unit was received already fully deployed and expanded. The stent was located loose over the outer member. Two kinked bent conditions located approximately at 7 cm and 119 cm from the distal tip were observed. Apparently, these damages were caused by the packaging, due to the unit was bent to fit inside the plastic bag. The only way to avoid this damage is the use of the original packaging. No anomalies were observed on the stent.&nbsp; no other damages, anomalies or outstanding details were observed on the inspected device. Functional test could not be performed due to the unit was received already fully deployed. A product history record (phr) review of lot 17912626 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events.</p><p class="" style="text-align: justify;">&nbsp;</p><p class="" style="text-align: justify;">the reported ¿stent delivery system (sds)-ses ~ deployment difficulty - premature/during prep¿ was not confirmed. The device was received already fully deployed.&nbsp; the exact cause of reported event could not be conclusive determined. However, procedural and or handling factors such as the user¿s interaction with the device during device preparation might have contributed to the reported event. According to the instructions for use, which are not intended as a mitigation of risk, ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.</p>